Event description:
Complainant reported leakage from the feed port of a gastrostomy tube. It was reported that the tube leaked feeding formula from the very first day when it is recapped after intermittent feeding. It was reported that the cap did not seal well. The tube was placed surgically. The standard of care for gastrostomy tube replacement in colombia is a percutaneous endoscopic gastrostomy (peg), which is an invasive procedure. However, a peg procedure was not possible in this patient because the patient had obstructive esophageal carcinoma, which makes it impossible to pass an endoscope to the stomach. Therefore, a peg was not the procedure of choice and an open gastrostomy was conducted.